Event description:
Drill bit has a broken thread, it is unknown if the breakage happened during surgery or after cleaning. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The measureable dimension of the broken drill bit was checked and found to be in compliance with (B)(4). It is possible that a metallic contact between the drill bit and other surgical instruments like the guide wire may have caused this breakage. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.